Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is identified as: weld between support tower and slotted bracket appears to be very small and little to no penetration on the slotted bracket. Incorrect weld procedure, lack of attention to detail, improperly cleaned parts may all have contributed to this failuremdr is being submitted as a result of a retrospective complaint review.

Event description:
Broken weld at camber tube.